Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated, displaying a device out of range messsage. There were no magnet tones. The device was programmed ddd, and appeared to still be pacing ddd. The device had been reprogrammed to 0% atrial storage despite 6 previous atrial episodes.